Event description:
It was reported that prior to starting a da vinci-assisted thyroidectomy surgical procedure, the customer observed a recognition issue on the harmonic ace instrument. The customer completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi completed follow-up and obtained the following information: there were no reports any fragments falling from the device during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the midpoint. A piece approximately 0.400" x 0.085" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.